Event description:
The user facility reported that four days into impella 5.5 support, the patient had to go to the operating room for a washout of their axillary artery cutdown site. It was documented that a hematoma had developed at the site and the patient's trip to the operating room was necessary to find the source of the bleed. The patient was stabilized and support was continued uninterrupted. The patient was eventually weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be use issue because of the bleeding from the graft anastomosis and the best practices were not followed.